Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the carriage on cxd machine will not move forward. The hp stated that the carriage would get stuck sometimes and he was unable to spike the bags on first attempt. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2010; however, due to a failure to receive ack3, this MDR is being resubmitting on (B)(6) 2010. The customer report of the device is unable to spike the bags was not confirmed during testing. The device passed the spike/unspike operation and performed correctly with no malfunctions. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.